Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified, mildly tortuous left anterior descending artery (lad) lesion. A 2.75x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the lesion; however, ruptured during the first inflation at 10 atmospheres. A non-abbott device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.